Event description:
It was reported that the tuftex embolectomy catheter was prepared for a thromectomy in a dialysis patient. When the catheter shaft was inserted into the blood vessel and the balloon was inflated, the balloon had already ruptured. The procedure was completed successfully using another catheter of the same size.

Manufacturer narrative:
The product was returned for evaluation and the reported issue was confirmed. The balloon was observed to be ruptured. The lot history record for the device was reviewed, no issues were found that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot. The IFU provides warnings of various possible causes of balloon ruptures during use.